Event description:
A flexima biliary catheter was placed on an unknown date. After the catheter had been in place for five to six months, it was found the pigtail had broken off inside. The pigtail had been placed in the small intestine with the break occurring at the first drainage hole. The pigtail piece was retrieved endoscopically and the catheter was replaced.